Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
A merit employee conducted a cer literature search for the esophyx device product family. The case report by abbasi et al. (B)(6) 2026) describes a 39-year-old male who developed hemodynamic instability and melena two days after transoral incisionless fundoplication using the esophyx device. The patient required intravenous fluids, two units of packed red blood cells, repeat endoscopy, cauterization of a forrest iia gastric cardia ulcer, and additional hemostatic clips before recovering.